Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a tga user report which reported the following information: a hcp reported a customer obtained "inaccuracy's" when testing with the adc freestyle libre sensor. As a result of the inaccurate reading, the customer was diagnosed with dka and was hospitalized and treated with "insulin and glucose infusions to clear ketones." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Stability data for freestyle libre sensors was reviewed showed no anomalies or non-conformance's that could lead to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a (B)(4) user report which reported the following information: a hcp reported a customer obtained "inaccuracy's" when testing with the adc freestyle libre sensor. As a result of the inaccurate reading, the customer was diagnosed with dka and was hospitalized and treated with "insulin and glucose infusions to clear ketones." There was no report of death or permanent injury associated with this event.